Manufacturer narrative:
Note: follow up for additional information is continuing. Product evaluation: analysis results are not available; device will not be returned for evaluation. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received with the following information: the nim probe could not detect nerves. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: during a thyroidectomy, when the user attempted to deliver stimulus using the nim probe, there was no "current delivered" tone returned and no waveform on the screen.